Event description:
Nurse reported dr was doing a vitrectomy when cutting was lost and suction would not release, resulting in a retinal tear. They changed out the machine and completed the case. Dr stated at the time of surgery that the tear was a result of the probe.

Manufacturer narrative:
A co service rep checked the system, replaced the cutter solenoids, pressure regulator ahd header, and tested the 2500 cpm probe. The probe has not been received for further eval and root cause analysis to date.